Event description:
Philips received a complaint by the customer on the v60 indicating that an abnormal tidal volume alarm sounded. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that an abnormal tidal volume alarm sounded before use. An inspection of the device revealed that the flow sensor assembly was damaged. Once the engineer replaced the flow sensor assembly, the alarm was cleared. Further case information regarding whether the device was repaired/successfully passed performance specification testing and was returned to service is still pending.

Manufacturer narrative:
The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.